Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, the patient had been involved in a motorcycle accident with chest injury, hip injury and left leg deep venous thrombosis (dvt) with pleural effusion on the left. Following successful placement of a peripherally inserted catheter (PICC line) under fluoroscopy guidance, the right groin was prepped and draped in the usual sterile fashion. The right common femoral vein was accessed; a sheath was advanced to the caval bifurcation and an inferior venacavogram was performed, revealing a normal in caliber inferior vena cava (ivc), free of thrombus, and identifying single renal veins bilaterally. Subsequently, a trapease filter was deployed in the infrarenal ivc without difficulty. The patient tolerated the procedure well and there were no immediate complications. An ultrasound guided thoracentesis was then completed. According to the information received in the patient profile form (ppf), the patient reports tilting of the ivc filter, becoming aware of this event approximately thirteen years and ten months after the filter implantation.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned including filter tilting. Per the implant records, the indication was a motorcycle accident with chest injury, hip injury and left leg deep venous thrombosis (dvt) with pleural effusion on the left. Following successful placement of a peripherally inserted catheter (PICC line) under fluoroscopy guidance, a venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. Per the patient profile form (ppf), the patient reports tilting of the ivc filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.